Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display after going through security at parliament today. The patient's blood glucose at the time of incident is unknown. The customer stated that they inserted a new battery into the insulin pump the morning prior to the blank display anomaly, and that the battery was a no-name dollar store brand. The customer stated that the security was a metal detector, and the customer was advised that was fine. The insulin pump was not exposed to moisture. The battery cap was not damaged either. The customer changed the battery again but the display remained blank. No products were returned and a replacement battery cap was shipped to the customer.